Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed. The customer attempted to recover the drawer; however, it did not open.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.